Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:based on the device analysis grid, the assessments of the complaint are: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device additional observations: crease observed in the device. White calcification outer observed in the device. Wear abrasion observed in the device. Observed, opening device in the posterior assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device was explanted.